Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: observed, three openings on the anterior, posterior and radius side assessed as surgical damage. White calcification observed on the device. Crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional later reported right side ¿creases¿, ¿calcified crust¿, and "free silicone and thick heavy capsule implant textured shell was cut with blunt scissor, dissection from capsule". The event of "implant textured shell was cut with blunt scissor, dissection from capsule." Is not consider device related.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported a right side "capsular contracture, baker grade iii" and "implant exchange from textured to smooth due to the concerns of the product." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.